Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible pump under delivery. The customer¿s blood glucose was 304 mg/dl at the time of incident. The customer also state drive support cap appears normal. The customer also state that there was no leak and air bubble along the tubing length. Customer reports insulin exited at the quick release. The insulin pump will not be return for analysis.